Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use the bd vacutainer® sst¿ ii advance plus blood collection tube had the incorrect cap color. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use the bd vacutainer® sst¿ ii advance plus blood collection tube had the incorrect cap color. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incorrect cap color was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and incorrect cap color was observed. Root cause description: the root cause of this defect is that molded caps are moved around the plant in large bags called ¿super sacks¿. These sacks are emptied automatically by machines which suck out the caps and blow them to the tube assembly line. In some cases not all the caps are removed from the sack and causing some of the caps to remain in the sack and making its way to a tube intending to have a different color cap. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that before use the bd vacutainer sst ii advance plus blood collection tube had the incorrect cap color. There was no report of exposure, serious injury or medical intervention.